Event description:
During device evaluation, the bronchofibervideoscope was found to have a missing a-rubber, a chipped light guide lens, and corrosion on the suction flow port. No patients were involved in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified damage is attributed to component failure ¿ specifically, an expected or random failure with no identified design or manufacturing defect. The failure is consistent with a degradation-related problem, whereby the device components became worn or broken down due to processes such as aging, permeation, or corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.